Event description:
The reporter indicated that a 13.2mm tmicl13.2 implantable collamer lens of -8.5/1.5/75 (sphere/cylinder/axis) was implanted as a replacement into the patient's left eye (os) on (B)(6) 2023, due to low vault with rotation. The problem was not resolved. Cause of the event was a patient related factor, and the device failed to perform as intended. Reportedly, "low vault with rotation." The status of the eye is reported as, "suprising low vault with 13.2 lens," and "monitoring for now, good vision."

Manufacturer narrative:
Patient information: unk. Work order search found no similar complaints. Claim# (B)(4).

Manufacturer narrative:
H3: device evaluation - lens was returned in gauze dry with residue on product. Visual inspection found haptic bent and residue throughout the lens. Dimensional inspection found the lens to be within specification. Claim# (B)(4).

Manufacturer narrative:
B5: lens was explanted on an unknown date. Claim#: (B)(4).